Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was unable to power on. It was verified that the fuse f1 was damaged on the system board. The fuse separated from one pad, but it can move and create intermittent contact allowing the unit to power on. The display does not illuminate and the unit was unable to engage in monitoring activities. The system board was replaced and the unit functioned as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that when pressing the alarm limit button the device switches off. There were no error messages or alarm observed. Besides that the device functions without any issues. No known impact or consequence to patient.